Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced a return of symptoms, they weren't happy with the therapy results after a couple of meetings and program changes, so they desired to be explanted. They denied any external factors that may have led to the issue. The device was explanted and the issue was resolved.